Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported through the submission of a revision implant sheet that patient's left hip was revised. Rep left no notes on the revision implant sheet. Revision implants were a 32 +10 c-taper lfit head with adaptor sleeve and a 32mm crossfire series ii insert.